Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery for approximately two hours before exercising, then unpaused the ilet, ate lunch, and later experienced elevated blood glucose with a highest noted value of 220 mg/dl, without device alerts, after which the agent advised that the ilet would correct the glucose level. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment and no need for outside assistance or medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.